Event description:
It was reported that the right ventricular lead exhibited noise, which led to inhibition of pacing. The lead was explanted and replaced successfully. No patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.